Manufacturer narrative:
Two of the five strips returned read an average of 92mg/dl low out of spec using blood. Retention reagent gave satisfactory performance.

Event description:
Advocate stated his son tested his blood glucose on the contour next link using two different bottles of strips. The readings were 20 and 145mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer.